Manufacturer narrative:
(B)(4). Report source, foreign - the event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported that the patient's left hip was revised approximately two years post implantation due to loosening. An intraoperative low-grade infection with staph capitis was found. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This report is being submitted to relay additional information. The previously reported infection has not been confirmed.

Event description:
It was reported that the patient's left hip was revised approximately 2 years post implantation due to aseptic stem loosening. A black colored effusion including metallic particles drained out of joint. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This report is being submitted to relay additional information. Reported event was confirmed by review of radiographs and medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 172805, suloxâ¿¢ head sã 28/-3.5 taper 12/14, 2694526; 4244, allofit alloclassic shell, 2700921; 0100013308, durasulâ® alpha insert hooded hh/28, 2687025.